Event description:
Information was received from a consumer (con) regarding a patient receiving an unknown dose of an unknown concentration of fentanyl, bupivacaine, and morphine via an implantable infusion pump for non-malignant pain and radiculopathy. The con reported that each of their last 3 pumps, including the most previous, had to be explanted due to infection. The patient was put on oral and IV antibiotics and issues related to the three previous pumps had been resolved. The patient's current (fourth) pump was implanted without infection and has no issues. No other information is known at this time. If additional information is received, a follow-up report will be sent at that time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.